Event description:
Fixture loosening, deep infection. Probably cause unknown according to surgeon. At surgery a bad pressfit is discovered. Play between components with tightened abutment screw. (B)(4). The product performance will not be affected according to concession documentation.

Event description:
Fixture loosening deep infection. Probably cause unknown according to surgeon. At surgery a bad pressfit is discovered. Play between components with tightened abutment screw. Batch documentation reviewed (B)(4). Fixtures released with concession doc reg 007778. The product performance will not be affected according to concession documentation. Update 2019-02-12: visual inspection of the abutment has identify contact during use all around the press fit surface with no signs of deviation. The case for extraction is related to infection after approx. 1 year of implantation and therefore not considered an early failure. There was no deviation found in the batch documentation that could be related to the failure mode of the fixture. There is no need to further investigate the case since the reason of the failure has been identified as a deep infection with unknown cause and no deviation has been found in the batch documentation.

Manufacturer narrative:
The reason of the failure has been identified as a deep infection with unknown cause and no deviation has been found in the batch documentation.